Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's mother reported via phone call that they experienced high blood glucose and the insulin pump had blank display. The customer blood glucose level was 513 mg/dl at the time of incident and the current blood glucose of the patient is unknown. Customer's mother states the contacts on the battery cap were neither missing nor damaged. Customer's mother states battery compartment was neither damaged nor corroded. Customer's mother states the spring was neither damaged nor corroded. Customer's mother report display did not return after pump restart. Customer's mother did not provide any symptoms regarding to high blood glucose. Customer treated with insulin pump and manual injection. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed sleep current measurement, active current measurement, self test and displacement test. No unexpected low battery alarm, replace battery alert, replace battery now alarm, battery power loss alarm or blank display noted during testing.